Manufacturer narrative:
The patient was born in 1969. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes were not reported). Twenty seven days after onset, the patient was recovered from the peritonitis event and on the same day antibiotic therapy was discontinued. At the time of this report, dianeal therapy was ongoing. No additional information is available.